Manufacturer narrative:
Reported death of a vns patient, treating physician unable to rule out vns as contributing factor.

Event description:
Reporter indicated a vns patient passed away. Follow up with the treating physician found no information about the patient's death. The physician indicated the relationship of the vns device to the death remains unknown. The physician had no knowledge of an autopsy being performed, and had no knowledge of a death certificate.